Event description:
The customer reported the sys would perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. All pcbs and connectors in the electronic cabinet were reseated. The t1 transformer output was adjusted and cmos was reloaded for optimal results. The system was tested and found to be working as intended and returned to svc.